Event description:
On 03 oct 2008, the distributor reported that during surgery in 2008, the surgeon was using the driver when the prongs bent. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.